Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the left ventricle lead exhibited high capture threshold. The physician made the decision to remove the lead; however, due to operational issues, the lead revision could not be completed. The lead remains in use. The patient condition was unknown.